Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The sensor was inserted into the upper buttocks on (B)(6) 2019. It was indicated that the patient inserted their sensor at an alternate insertion site, which is off-label usage of the device. No product or data was evaluated. Confirmation of the allegation and a root/probable cause could not be determined. No injury or medical intervention was reported.